Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was over-infusing with an 8-10% error. The event occurred during test infusion. There was unknown delay in therapy. There was no physical damage reported. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition, a peeled dso seal, and a scratched lcd lens. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. The device was found to over deliver. It was determined that the expulsor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.